Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified femoral vein. A 6.0 x 150 mm supera peripheral stent system was used; however, during deployment when the stent was released for 2 cm, it was not possible to push the thumb slide forward. Therefore, all the devices including the stent were removed as a single unit. The stent was partially deployed. It was then noted that the delivery system shaft was broken. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report, additional information was received. It was noted outside the anatomy that the shaft separated into 2 separate pieces. No additional information was provided.

Manufacturer narrative:
Device codes: 1562 not labeled. Internal file number: (B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The supera instruction for use states: the supera peripheral stent system is indicated to improve luminal diameter in the treatment of patients with symptomatic de novo or restenotic native lesions or occlusions of the superficial femoral artery (sfa) and / or proximal popliteal artery with reference vessel diameters of 4.0 to 6.5 mm, and lesion lengths up to 140 mm. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.